Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular sense. Short v-v intervals were also observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1d4 crtd, 5076-45 lead, and 6725 adaptor; implanted (B)(6) 2020 if information is provided in the future, a supplemental report will be issued.